Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hav igm results were obtained from five different patient samples processed on vitros 3600 immunodiagnostic systems. There is no indication the vitros 3600 systems or the ahavm reagent malfunctioned. (B)(6) results were reproducible on multiple vitros systems and reagent lots. In addition, ahavm quality control results during the timeframe of the events indicated acceptable performance of the ahavm assay. The assignable cause for the unexpected (B)(6) results for patient 1, 2, 3 and 5 could not be determined, however, an issue with the patient samples involved in the event cannot be ruled out. The possibility exists that the patient involved was in an early onset of an (B)(6) infection, where igg antibodies to (B)(6) are not yet being produced. The vitros ahavt assay detects both the hav igg and igm antibodies, however, under the ¿limitations of the procedure¿ section in the vitros ahavt instructions for use, it is stated that the havt assay is more sensitive for anti-igg than igm. In addition, the possibility of a (B)(6) ahavt result cannot be ruled out. It is possible the patient sample contains an unknown interferent that affects either the vitros ahavm or ahavt reagent. The tsc did not obtain any information regarding the sample type or handling. Therefore, no conclusions can be made regarding pre-analytical sample handling. The assignable cause for the (B)(6) vitros ahavm result for patient 4 was determined to be the presence of non-specific antibody interference present within the sample.

Event description:
The customer reported that (B)(6) vitros anti hav igm (ahavm) results were obtained from five different patient samples which had resulted (B)(6) when tested with the vitros ahav total (ahavt) assay. The customer concluded the (B)(6) results to be (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report is number three of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).